Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "metal sensitivity reactions", "early or late postoperative, infection, and allergic reaction", "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity", "inadequate range of motion due to improper selection or positioning of components", "wear and/or deformation of articulating surfaces", and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01947 / 01948 & 2015-00853 / 00854).

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, on (B)(6) 2003, patient was revised due to an unknown reason. It was further reported patient underwent a revision procedure on (B)(6) 2004, due to allegations of pain, discomfort, inflammation, soreness, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, metallosis and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicates that patient underwent an open reduction internal fixation procedure on an unknown date due to an acetabular fracture. Operative report dated november 5, 2001 notes a revision procedure was performed to remove fixation hardware and to convert patient to right total hip arthroplasty. Total hip components were implanted and competitor cerclage cables were utilized to stabilize the acetabular fracture. A further operative report dated may 5, 2003 notes that a revision was performed due to loosening of acetabular component, fluid within the joint, and non-union of the acetabular fracture. The modular head and acetabular cup were replaced and a competitor reconstruction plate was implanted. Operative report dated august 2, 2004 notes that a further revision was performed due a femoral fracture and loosening of the acetabular component. The modular head and acetabular cup were replaced with a biomet head, competitor acetabular components, and a competitor cable plate.